Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees, caused or contributed to a potential patient event documented in this report. On 26jan2026, the distributor reported the following to anika: we received an anika product complaint with the following event description. Event date was unknown for 1 product code monovisc 4 ml us - 690016 lot number unknown. The complaint sample is not available for evaluation. The doctor stated that he injected the patient, and the patient had an adverse effect and had to go to the emergency room. Patient also had an investigational new drug (ind). Additional information is being solicited.